Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed motor error. There were no significant events with the insulin pump before the motor error alarm. The customer's blood glucose value was 320 mg/dl. It was advised that the customer discontinue use of the insulin pump and revert to a backup plan. There was no further information provided.